Event description:
The manufacturer received information alleging a ventilator malfunctioned. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was contaminated with a white power substance. The machine flow sensor, blower motor, blower seal, muffler assembly, three-way solenoid valve and tubing where replaced to address the issue.